Event description:
It was reported that the patient had bleeding post implant at home. The device was found in the patient's bed in the middle of the night. The patient had continued oozing and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.